Event description:
Follow-up information was received that the reason the device could not be interrogated was due to user error by the nurse, and the device could be interrogated fine at a follow-up visit.

Event description:
It was reported by the company representative that a patient was implanted within the last 6 months and was admitted to the hospital due to having bad seizures. The provider attempted to interrogate the generator however they were not able to. The physician could not provide an assessment for the cause of the seizures since they could not check the vns device. Additional relevant information has not been received to-date.